Manufacturer narrative:
Other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. D3, g1, and g2 email is: regulatory.responses@icumed.com, corrected data: a1 updated

Event description:
It was reported that the device was "missing air mix knob-alarm is not going off when there is no oxygen in the tank". Need to replace MRI battery and the tidal volume is not accurate. "Did test at 800 did around 963ml which was out of range". Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event, d1 brand name, d4: UDI number, g5: 510k and h4: manufacture date are not available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.